Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0414 captures the reportable event of coil detachment.

Event description:
It was reported that a tria ureteral stent was used in a transurethral ureteral stent placement procedure. During the procedure and inside the patient, upon placing the stent over the guidewire, the stent's proximal pigtail has separated. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a tria ureteral stent was used in a transurethral ureteral stent placement procedure. During the procedure and inside the patient, upon placing the stent over the guidewire, the stent's proximal pigtail has separated. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Device code a0414 captures the reportable event of coil detachment. Upon receipt at our quality assurance laboratory, this tria firm ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent bladder coil was detached. The detached part and the suture were also returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.